Event description:
This report pertains to one of two device malfunctions that were reported to occur during the same procedure. Details regarding the other associated device can be found in manufacturer report# 3005099803-2009-01839. Note; the date of event is unknown. It was reported to boston scientific corporation that three extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, while using two of the balloons, the distal ends of the catheters broke off into the patient. The tips were retrieved and the procedure completed with a third extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, the cause of the reported malfunction has not been determined. A review of the batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.